Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "small drip pot" of a flow regulator set was separated from the needle. This occurred during patient infusion. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3 date - update date to 04/24/2025. Should additional relevant information become available, a supplemental report will be submitted.